Event description:
It was reported that when the customer opened the box of the large needle driver instrument, they observed that the shaft sheet was fractured. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument main tube is not fractured, but has a single deep scratch .5 inches above the proximal clevis with a small amount of material removed the instrument was returned with eight (8) lives remaining indicating that it was used during two (2) surgical procedures. Engineering determined the scratch was likely caused by a collision with a hard object. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.